Event description:
A hemodialysis user facility reported an event. Additional info on this event was received on 07/14/2009. It was learned that during a dialysis treatment, the line had separated from the twister and the pt had lost approx 80-100 ml of blood. It was learned that this incident occurred at the start of the treatment. The pt is reportedly fine. A new treatment set was used in order for this pt to complete the dialysis treatment. Once the treatment was completed, the pt was discharged to home without further incident. The sample is available for an evaluation.